Event description:
The patient adapter of the transfer set was difficult to connect to the titanium adapter and could not be connected completely. The allegation was against the transfer set only. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). This complaint was confirmed for poor ability to thread patient connector on to catheter adapter, even though the unit passed functional leak test. It was judged that the depth of connection would have posed a future risk of separation, even though there is no product requirement. A survey of the pilgrim complaint system over the past year found no other similar conditions for this product code. This therefore appears to be an isolated incident. A batch review of the manufacturing lot number showed no problems noted. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.